Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. The pec coding was reviewed by regulatory manager, clinicians and cq investigation team lead/ engineer and with the information available, this event will be captured as a labeling issue (labeling, incorrect) and is not reportable. Pec code updated, reportability changed from reportable to not reportable. 20-june-2019.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two (2) elite compression implants were received with product packaging issue. The box was incorrect. The label on the implant matched. There was no patient involvement. This report is for one (1) elite compression implant 25x20x20x20x20 4 legs. This is report 1 of 1 for (B)(4).